Manufacturer narrative:
Trackwise #(B)(4). Updated sections: g-4, g-7, h-2, h-6, h-10, h-11 corrected sections: d-3, g-1 "contact office" & "contact person ¿ mfg site" the investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production(3331/213 & 67): the DHR of the reported lot 3000175662 has been reviewed. No non-conformity indicating the reported failure was observed. All the products had been performed 100% mechanical functional test during production. They all passed the functional test, which demonstrate the knob can be tightened and the link arm can be tightened. 2. Trend analysis (4110/213 & 67): in the last 12 months, (B)(6) 2020 to (B)(6) 2021, the occurrence rate is approx. 0.027%. There¿s no same complaint for this reported lot 3000175662 for suzhou manufactured xp-5000z. 3. Historical data analysis (4109/213 & 67): the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. 4. Communication/interviews (4111/213 & 67): communication/interviews were performed to obtain all possible information. 5.device not returned (4114/ 3221 & 67) : the device was not received, the device evaluation can't be conducted, and the reported problem couldn't be confirmed. Internally, simulate using test with the 15 ea xp-5000 positioner from lot 3000101005 was performed, by fixing the positioner on a blade and tighten the knob to click and lose the arm completely for 20 times per positioner, there¿s no knob tighten issue happened. The failure mode cannot be confirmed and specified root cause cannot be determined. The trend regarding the knob tighten issue is being kept in monitoring. Above all, the reported failure cannot be confirmed and specified root cause for the reported problem cannot be determined.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner ch. Idling of the handle part. They cannot tighten the knob to the peak. They can't tighten their arms. The procedure was completed without any problems using the spare xp-5000z. No health hazard to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.